Event description:
It was reported that the gastrointestinal videoscope had low insufflation. There was no report of patient harm. The device was returned, evaluated, and a foreign material was found in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. In addition to the foreign material found in the nozzle, other evaluation findings are as follows: water tightness was lost due to wear of the scope cover packing; the grip and the control unit were shaved; the suction cylinder was discolored; the sheet holder unit was corroded due to water leakage; the water supply volume did not meet the standard value due to clogging of the nozzle; the plastic distal end cover had a chip; the universal cord had a peeling coat; and there were scratches on the forceps channel port, the air/water cylinder, the scope cover, the right/left knob, the upward/downward knob, the scope connector cover unit, and the suction connector. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.